Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open pouch, used sample; needle detached from thread. There are no previous complaints of this code/batch. There are no units in OEM stock. The used needle displays damage in the attachment area due to handling. The steel has been deformed by the needle holder and as result, the thread is broken inside the needle holder in the attachment area. Without any closed sample we cannot carry out a proper analysis. Needle attachment results before releasing the product were within specification. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle detachment.